Event description:
A patient completed a four hour uneventful dialysis treatment and discharged home in stable condition. The following morning the patient called the dialysis unit and reported her skin appeared to be yellow/orange in color. The patient was advised to report to emergency room for evaluation. The patient was evaluated in the emergency room where blood work was obtained that revealed an elevated ldh of 8,292. The patient was diagnosed with hemolysis and admitted to the hospital for further observation. The patient did not require a blood transfusion or oxygenation and was discharged the following day. The patient has since returned to the dialysis unit for her routinely scheduled treatments.

Manufacturer narrative:
A gambro technician inspected the involved phoenix machine on february 22nd, 2010 and performed the following: conductivity a and conductivity b tests, a temperature test, a patient simulated treatment, testing of the venous and arterial minimum/maximun alarms, and dialysis conductivity and ultrafiltration and accuracy tests. The machine inspection and test results were within manufacturer's specifications.